Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure on (B)(6) 2022, a dissection occurred with the enroute 0.014'' guidewire in the common carotid artery (cca). The physician used an unplanned stent to resolve the dissection.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Manufacturer narrative:
Complaint investigation underway and will be attached to this report.

Event description:
It was reported that during a transcarotid artery revascularization (tcar) procedure on (B)(6) 2022, a dissection occurred with the enroute 0.014'' guidewire in the common carotid artery (cca). The physician used an unplanned stent to resolve the dissection.